Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one patient alert for lead failure predictor (lfp) on (B)(6) 2011. There were five lfp high rate-ns <= 190 ms average v-cycle between (B)(6) 2011. There was one ventricular nst=210 ms, on (B)(6) 2011. The ventricular short interval count v-sic=16.7 counts avg/day, in 6.12 days, between (B)(6) 2011.

Event description:
It was reported that the lead integrity alert (lia) triggered for noise due to non-sustained tachycardias (nsts) with oversensing. Parameters were reprogrammed and the lead remains in use with monitoring. It was also reported that the noise could not be replicated during isometrics or pocket manipulation and that the patient denies any recent accident, trauma or testing. It was further reported that right ventricular (rv) lead impedance trends showed evidence of wide variances since device replacement with suspect of a possible loose connection. It is unknown whether there was any medical intervention. The rv lead and device remains in use. No patient complications have been reported as a result of this event.